Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/19/2022. Additional information: h6. Additional information was requested, the following was obtained: did the packaging look damaged? No, it did not look damaged where there any quality issues noted prior to the packaging being handled? No, there were not any quality issues noted prior to the packaging being handled procedure name and date? Bone grafting. Was the outer case that the package arrived in damaged? No, it¿s not. Was the packaging torn prior to opening of the package? No, it¿s not. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: photo analysis. After visual analysis of the images received for evaluation two empty labeled coil formers were observed with the body fluids of product code w9443. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information is tracked for potential safety signals through complaint trends as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the packaging look damaged? Where there any quality issues noted prior to the packaging being handled? Procedure name and date? Was the outer case that the package arrived in damaged? Was the packaging torn prior to opening of the package? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The suture was torn and the needle was broken after opening the package. There were no patient consequences reported. Additional information was requested.